Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 3002808148-2025-09038.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image color abnormal. The issue was identified during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera unit damaged. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera unit damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.